Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to intubating for a hemithyroidectomy, the tube and cuff were checked for functionality; they worked as expected. The patient was intubated using a stylet, there were no problems during intubation, the tube was checked and 7-8ml of air was used to inflate the cuff. The placement was checked with c-mac visual aid and three people in the room confirmed the tube was correctly placed; the tube was checked several times during the event. Once the tube was placed they received four green checks (electrode check), confirming all was well with the electrode placement. During the beginning of the surgery the surgeon complained of soft noise from throat and anesthesiology checked the cuff again, but soon patient parameters (oxygen saturation low; never dropped below 90%) and air pressure got high (38); they tried to ventilate the patient but it was very hard. This happened just minutes after the medications "celocurin (succinylkolin) and robinul (glukopyrroniumbromid)" were given. They suspected the patient had an anaphylactic reaction to the celocurin, but this is being investigated. Additional information received states that the cuff was in place from start and did not have to be moved, they could confirm during the event that the placement was not a problem. When difficulty with ventilation happened, the tube was checked for blockage, checking the cuff and checked the position of the tube total 6 times during the event and it was in place confirmed by 3 different people and confirmed with c-mac and lights and monitor before the event and everything was normal. The patient was healthy before the event and had no known allergies; they had previously had surgery on the right side (hemithyroidectomy) (B)(6) 2020 and now came for an elective hemithyroidectomy on the left side. Because of this issue the surgery was not able to be performed, and has not yet been completed. After this occurred the patient was moved to ICU by ambulance, and were unconscious for several days before waking up. The patient was in the hospital for 2 weeks but we have been informed that she woke up after a couple of days and had a very good rehabilitation; can walk and speak but has some memory problems and was discharged to her home 2 weeks after the event. Current patient situation, atoxic multinodular goiter. It is unknown if the tube malfunctioned. The team was extremely experienced (20 years in the profession) and they have never seen anything like this before. It was sudden and they suspect now that it could have been an anaphylactic reaction to medication given. An examination of this has been initiated but no results are available as of yet. When the tube was taken away the facility tested and filmed during water and could see that air leaked from the cuff, but the facility does not know if this contributed the event or not.

Manufacturer narrative:
H3: product analysis of the device found that visually, there were biological contaminants encompassing various portions of the device. A syringe was used to inject 20-cc of air into the cuff balloon and the balloon gradually deflated over time. For further analysis, a leak test was performed to locate the leak by submerging the balloon under water and bubbles (leakage) occurred at the distal end of the blue electrode wire where the wire is inserted into the lumen. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 240.8 ohms (blue), 241.1 ohms (blue with clear tubing), 3.44 ohms (red), and 3.61 ohms (red with clear tubing) which the blue and blue with clear tubing electrodes were out of specification. Functionally, for further analysis, the device was connected to a nim system, and the device passed the electrode check and had no erratic behavior during functional testing. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previous codes fdm - b17, fdr - c20, fdc - d14 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.